Manufacturer narrative:
Patient death is reported against the lvad under related manufacturer reference number 2916596-2023-04042. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. It was reported that the heartmate 3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2019. Although the cause of death was reported as unknown, the customer communicated that the patient outcome was not considered to be device or therapy related. The patient had been implanted with a left ventricular assist device and a right ventricular assist device. Related manufacturer reference number: 2916596-2023-04042 (left ventricular assist device).